Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient removed the ECG leads, but the mx40 did not trigger an ECG leads off alarm and the mx40 continued to show an ECG signal with a heart rate. No adverse event involving patient or user was reported.